Manufacturer narrative:
Section a2, a4, a5 and a6: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: last name of initial complaint reporter: unknown, information not provided. Section e1: email address: unknown, information not provided. Section e1: establishment address, city and territory: unknown, information not provided. Section e1: telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor found out the haptic was broken after implantation. Lens was removed in the same procedure and sutures were done. There was no delay in treatment or other interventions performed. No further information was provided.